Event description:
It was reported that during the procedure, the fiber was not recognized by the console. A second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. The fiber was returned, and visual examination was able to identify that there was a partial detachment of the fiber tip.

Manufacturer narrative:
Date of event: actual event date is unknown. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified that the fiber was received in one piece. The fiber measured 310.5 cm from the tip of the fiber connector to the end of the fiber body. The exposed glass tip measured 2 mm and appeared to have a chip. The light from the subminiature a (sma) connector was bright and round, indicating that there was no fracture within the fiber connector. When connected to the laser console, a message displayed indicating please connect fiber and dispose applicator after usage. The reported event of fiber was not recognized by the console was not confirmed. It is likely that the observed fiber tip damage was resulted due to handling technique in preparation for the procedure. The device instructions for use (IFU) states that care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. Ensure that the fiber tip and aiming beam are in clear view and at a safe distance from the tip of the endoscopic delivery system when laser energy is being applied.